Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connecta plus3 10cm white leaked. The following information was provided by the initial reporter: "¿fluid comes out through the upper part, namely through the white stopcocks, not through the luer-lock connections" additional to the information on the pir form, here the comments of the customer before we received the form - ¿I would like to start with our favorite topic: the 3-way stopcocks ;) it´s good that this is discussed at least once a year and that we start with that, this way we can take the first issue out of the table. But now, seriously: I received from station 3 and 4 the information, that the stopcocks are leaking. This time not through the threaded connection though, but through the upper part, there where you spin, directly at the stopcock. It affects following article: ref 394995/ lot 0129565. From now on I asked the personnel to keep the defective samples so we can send them to you. Is it possibly a lot problem? If not, we have to start looking for other errors.¿ aeq included in pir form."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0129565. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the provided customer feedback detailing the location of leakage, it is possible that this incident resulted from a defective upper component. This would be a defect related to supplied material, before assembly; however, this exact cause could not be confirmed with the limited investigation results.

Event description:
It was reported that connecta plus3 10cm white leaked. The following information was provided by the initial reporter: "¿fluid comes out through the upper part, namely through the white stopcocks, not through the luer-lock connections". Additional to the information on the pir form, here the comments of the customer before we received the form. ¿I would like to start with our favorite topic: the 3-way stopcocks ;) it´s good that this is discussed at least once a year and that we start with that, this way we can take the first issue out of the table. But now, seriously: I received from station 3 and 4 the information, that the stopcocks are leaking. This time not through the threaded connection though, but through the upper part, there where you spin, directly at the stopcock. It affects following article: ref (B)(4)/ lot 0129565. From now on I asked the personnel to keep the defective samples so we can send them to you. Is it possibly a lot problem? If not, we have to start looking for other errors.¿ aeq included in pir form.".